Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 15 atms on the initial inflation. The lesion being treated was a calcified, 75% stenotic lesion in the proximal lad. No pt injuries or complications were reported. Pt status is listed as "fine."